Event description:
The pt had reportedly experienced intermittencies between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing confirmed that the device was not functioning. The pt's ci device was explanted.